Manufacturer narrative:
A facility reported that a handler of a medivators dsd automated endoscope reprocessor was sprayed in the face with fluid from the basin. Potential exposure to medivators rapicide. It was reported that the handler was checked out. The physician told them they would be fine. The machine was repaired by a medivators field service engineer and is now operating according to specification. This complaint will continue to be monitored within the medivators complaint system.

Event description:
A facility reported that a women handling a dsd automated endoscope reprocessor was sprayed in the face with fluid from the basin. Potential exposure to medivators rapicide.